Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating there was no patient involvement and event date. Device evaluation summary: one cadd prizm vip pump was returned for repair in used condition. The device was repaired prior to being aware that there was a complaint against the pump. Based on the repair notes the real time battery was replaced. The repair notes did not confirm any problems were found with the pump displaying a 10102 error. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
It was reported that the device gave an alarm with the message "error 10102". No known adverse effects to patient.